Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted and replaced because of suspected premature battery depletion us FDA MDR it was reported that the device battery depleted sooner than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 96% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data were collected from the device and analyzed. The device data showed the recommended replacement time (rrt) occurred on (B)(4) 2012. The device rrt is less than or equal to 2.61 volts. The weekly battery voltage trend data showed the minimum battery measurement was 2.64 to 2.59 volts between (B)(4) 2012 and (B)(4) 2012. (B)(4).